Event description:
It was reported that the patient was admitted to hospital with shortness of breath and considered to be in severe heart failure, and if they deteriorated any further would proceed to a left ventricular assist device (vad). The patients condition deteriorated further and they underwent surgery to implant the vad. The post operative course was complicated due to respiratory weaning and a vad thrombosis which required a prolonged stay in the intensive care unit (ICU). The patient recovered and was discharged home after several months. The vad remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported thrombus event could not be confirmed due to insufficient evidence. Per the instructions for use, respiratory dysfunction and thrombus are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. With review of the reported information with no confirmed malfunction, a root cause cannot be determined. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.